Event description:
It was reported, the pt experienced ineffective stimulation on a couple of her programs. A full diagnostic identified the lead had migrated. The pt underwent surgical intervention to explant and replace a different model lead. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.